Event description:
New information received notes that the right ventricular lead exhibited loss of capture. The lead was capped (B)(6) 2022 and successfully replaced. The patient was stable.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and increased capture threshold. The lead will continue to be monitored. The patient was stable and asymptomatic.